Manufacturer narrative:
Upon review of calibration data, calibrations performed before and after the event were ok, with no flags. The field service engineer determined that old tubing and mixing tower were causing errors. The tubing and mixing tower were replaced. The customer was able to run calibration and controls. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having ongoing issues with unstable ise tests on the cobas integra 400 plus. The reporter stated they received discrepant results for one patient sample tested with the na+ electrode. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 127 mmol/l. The sample was repeated on a second analyzer and on the same analyzer, each time resulting in a value of 133 mmol/l. The repeat value was deemed correct. The sodium electrode lot number was 21511747, with an install-by date of (B)(6) 2022(installed on (B)(6) 2022).